Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8590-9, lot# n307762, implanted: 2012 (B)(6); product type accessory. (B)(4).

Event description:
The manufacturing representative later reported that they were unable to aspirate the catheter during a pump replacement (see manufacturing report 3004209178-2015-16017 for reason for replacement).

Event description:
Additional information was received from a company representative on (B)(6) 2015 that the patient had a history of volume discrepancies at every refill. During pump refill on (B)(6) 2015, the erv was 1.8ml while the arv was 0.3ml. The reporter stated that this had been ongoing for a long time but did not know if it had been occurring since implant.

Event description:
It was reported that the actual residual volume (arv) was less than the expected residual volume (erv). The arv was 2.8, and the erv was 7.6. In the last year, the pump had been having discrepancies where they got back less than what was expected. The patient did not have symptoms of overdose, and they had been bringing the patient in early for refills to avoid a low or empty pump. The physician decided to not change anything with the treatment at that time besides bringing the patient in a week early for each refill. The pump system was being used to infuse bupivacaine and morphine (unknown).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-9, lot# n307762, implanted: (B)(6) 2012, product type: accessory. (B)(4).